Event description:
On (B)(6) 2011, dr (B)(6) called dr. (B)(6), who reported the pt started treatment around (B)(6) 2011. Doctor delivered aligners 1, 2 and 3, and the pt was able to tolerate them, but around aligner stage #4, the reported symptoms of a swollen palate, swollen lymph nodes, difficulty in breathing, gastritis and pneumonia. The pt reported that she was hospitalized for approximately 10 days due to these symptoms. A physician in the hospital indicated that these symptoms may have been caused by the aligners, but no medical report was provided. Currently the pt has stopped treatment and is doing well, and is asymptomatic. The treating doctor believes the event may have been serious in nature considering the fact she was hospitalized.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). The reported symptoms of a swollen palate, swollen lymph nodes, difficulty in breathing, gastritis and pneumonia are of a concern and are potentially serious in nature. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product cause or contributed to the pt symptoms. Since the pt reported being hospitalized for approximately 10 days due to the reported symptoms, and the treating doctor believes the event may have been serious in nature a MDR is being filed.